Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
Boston scientific received information that one day post implant, this lead exhibited elevated threshold measurements; dislodgement was confirmed via x-ray. The patient was discharged that day with an appointment to follow-up in the physician's office in three weeks. Programming outputs were increased to provide appropriate lv capture. No advers affects known.